Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the band of the garment on the left side and under the right electrode. Patient reports another irritation where the clasps are in the front of the garment due to rubbing. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to keep the area dry and clean. Follow up indicated that the cream is helping with the skin irritation.